Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: incidental finding: loose rubber component around the white lemo connector. The reported event of the mobile power unit (mpu) patient cable having a sharp bend near the junction of the power cable connectors was not confirmed, as a sharp bend was not observed on the patient cable upon the mpu¿s (serial number (B)(6) arrival at the service depot. The mpu was functionally tested and was found to perform as intended, and atypical events were unable to be reproduced. The customer was contacted multiple times to provide a purchase order to repair the mpu (due to incidental housing damages that did not affect the mpu¿s functionality and that were not associated with the reported event); however, no responses were provided. As a result, the mpu was returned to the customer unrepaired and was labeled ¿not for human use.¿ the provided log files were reviewed, and no atypical events were observed throughout the data. Although a sharp bend in the patient cable could contribute to atypical alarms, exchanging the mpu did not resolve the reported alarms per additional information. No further alarms were reported after exchanging the patient¿s system controller (serial number hsc-115846, evaluated separately), and the alarms have been addressed via the controller¿s investigation. The root cause of the reported sharp bend in the patient cable was unable to be conclusively determined through this analysis. Review of the device history record for the mobile power unit, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook (rev. D, section 10 ¿safety checklists¿) instructs users to regularly inspect their equipment, including their mpu, and to return any equipment that appears damaged or worn. Users are encouraged to not use any equipment that appears damaged or worn. The heartmate 3 patient handbook (rev. D, section entitled ¿emergency contact list¿) cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient notified the clinic of alarms that occurred on (B)(6) 2023 while they were connected to their mobile power unit (mpu). The patient noted that the patient cable close to the junction of the power cable connectors was sharply bent, and it was also noted that the patient tosses and turns while asleep. Straightening the patient cable stopped the alarm per the patient. They slept on battery power the next night due to the alarm the previous night. Review of the patient's primary system controller history showed power cable disconnect alarms. It was also noted that one of their 14v batteries needed to be recalibrated. The patient was reeducated on recalibrating their batteries and was given a loaner mpu. Log file review stated that the log files did not capture any unusual alarms. It was also noted that the issue appeared to be isolated to the mpu. Related manufacturer reference number for the system controller: 2916596-2023-08038.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.